Event description:
Rptr alleged blood glucose measured 278 mg/dl back to back with results of 73 mg/dl, when testing was performed 10 mins apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage sys: meter and comfort curve test strip lot 549425 with an exp date of 01-31-07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.